Event description:
Related manufacturer reference number: 2017865-2022-19607, related manufacturer reference number: 2017865-2022-19611. It was reported a patient presented to the emergency department with a fever, erythema, swelling, and tenderness at the implantable cardioverter defibrillator (ICD) site with drainage. The ICD and right ventricular (rv) lead presented with an infection. The ICD and rv lead were explanted in a procedure on (B)(6) 2022. During procedure, it was noted the previously capped rv lead had externalized conductors, tissue growth did not allow for explant and no further intervention was reported. Post-procedure the patient was stable.

Manufacturer narrative:
Visual examination found no malfunctions. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.